Event description:
It was reported "pt fell and experienced pain. X-rays showed a broken stem in the femoral component. The distal femoral component was resected and replaced with a new distal femur."